Manufacturer narrative:
Date (B)(6) 2017 was used for date of event. Customer reported the unplanned extubations occurred within 36 hours of the report. The report was received (B)(6) 2017. It was unknown if the multipore dry tape was reused on the infants who experienced unplanned extubations. Customer reported their practice involves reassessment of the endotracheal tube (ett) tube position frequently. When the ett requires repositioning, they loosen the tape from the ett tube, reposition the ett and reapply the same tape. 3m account representative scheduled follow-up education and training at facility.

Event description:
Customer reported 2-3 infants experienced unplanned extubations when 3730-0 multipore dry tape was used to secure endotracheal tubes (etts) in nicu. He reported the infants were reintubated and did not suffer any harm or consequence related to the unplanned extubations. Customer did not have individual patient information related to the reported events.